Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic procedure, total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient may have to undergo additional surgeries, diagnostic testing treatment and rehabilitation into the definite future. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic procedure, total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient may have to undergo additional surgeries, diagnostic testing treatment and rehabilitation into the definite future. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), pelvic adhesions ("adhesions") and vulvovaginal mycotic infection ("chronic yeast infections") and was found to have uterine leiomyoma ("hemorrhagic fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, dysmenorrhoea, menorrhagia, pelvic adhesions, vulvovaginal mycotic infection and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic adhesions, pelvic pain, polymenorrhoea, uterine leiomyoma and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient may have to undergo additional surgeries, diagnostic testing treatment and rehabilitation into the definite future. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: reporter, date of birth, stop date of essure and events pain, frequent menses, dysmenorrhea, menorrhagia, adhesions, chronic yeast infections and hemorrhagic fibroids added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.